Event description:
A report was received that the patient had a black spot over the pocket site. The physician did not believe that it was an infection but believed that it was related to the implant procedure. The patient underwent a revision procedure wherein the ipg site was relocated. The patient was reportedly doing well postoperatively.